Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/1/2019, mentor became aware that procedure type was mistakenly submitted as primary breast augmentation. It should be revision breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the date of surgery is (B)(6)2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 has been updated to (B)(6)2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following: left: 350cc mentor smooth round moderate plus profile; catalog number: 3502350; serial number: (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant right: 350cc mentor smooth round moderate plus profile; catalog number: 3502350; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implant and was presented with left side capsular contracture; baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.